Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 428 mg/dl. Auto mode feature information was unknown. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 420 mg/dl. The insulin pump will not be returned for analysis.